Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h4, h6. The device was returned to olympus for inspection and reported failure was confirmed. Based on the results of the investigation, the device was evaluated, and an additional reportable malfunction was noted where the rubber is dirty. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope biopsy channel was blocked with tissue adhesive. The reported issue occurred during reprocessing with no reports of patient involvement.